Manufacturer narrative:
(B)(4). G2: canada. Visual examination of the returned guide rod identified the device has fractured at the tip. There are wear marks along the shaft including near the fracture location. The diameter of the shaft was measured and found within specification. The overall length was not measured due to the fracture location. The complaint is confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the distal part of the of the positioning guide rod would not connect well with the impactor as intended. The device kept falling to the side instead of maintaining contact with the impactor. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.